Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted. All buttons were tested while navigating the menus, and they all worked properly. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Finally no missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. Customer was unable to clear the alarm. Customer also reported that the screen was blank and they could not get it to come back on although red light was flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.